Manufacturer narrative:
The patient experienced the peritonitis on an unreported date reported as ¿a few days back¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of, the treatment for and the outcome of the peritonitis event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.